Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a protaper h-u 21mm/s1 not ce broke during use. The broken part fell into patient's mouth as able to be retrieved . No injury occurred. Additional information has been requested.

Manufacturer narrative:
No product and no lot# available. No investigation or DHR review can be done.